Event description:
It was reported that a clearlink continu-flo solution set leaked. This occurred while priming the device. The reporter stated that the tubing had several holes. There was no patient involvement. No additional information is available. Report 1 of 3.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. Visual inspection identified that the tubing was crimped at the inlet port of the drip chamber. Upon handling the device, the tubing separated from the inlet port. Further inspection determined that there was no solvent residue or plow ridge present on the tubing end. The initial evaluation confirmed the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause was determined to be a twist in the tubing that was the result of a lack of solvent applied to the bond between the tubing and drip chamber by the assembly equipment during the manufacturing process. A CAPA has been opened to address this issue. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The evaluation summary was attached to the initial report. Although the reported condition was already confirmed, the set's remaining solvent bonds were pull tested and passed. Baxter also performed a second evaluation of the device, which included pressure testing underwater to detect signs of leakage, which again confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.